Event description:
A customer reported that the adc device button was not responding and the reader could no longer be powered on. Due to the reader not having power, the customer could not be notified of changes in glucose by the high/low glucose alarm (using reader) and the customer experienced hypoglycemia with symptoms of cold sweats, muscle cramps, dizziness, "like being drunk", and seizure. The customer was treated with dextrose, tea, and carbohydrates by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader turned on when pressing the start button. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device button was not responding and the reader could no longer be powered on. Due to the reader not having power, the customer could not be notified of changes in glucose by the high/low glucose alarm (using reader) and the customer experienced hypoglycemia with symptoms of cold sweats, muscle cramps, dizziness, "like being drunk", and seizure. The customer was treated with dextrose, tea, and carbohydrates by a third-party. There was no report of death or permanent injury associated with this event.